Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
Ous MDR - boston scientific received information that following the implant of this pacemaker system, this patient underwent four different procedures to drain a hematoma in the pocket region. Several weeks later, the pocket was again evaluated and there were secretions coming from the pocket, indicating an infection. A revision was performed and the system was explanted. In addition, the patient is being treated with antibiotics and a new system will be implanted when the infection clears. No additional adverse patient effects were reported. The products are not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The reported event date is chronologically impossible. Therefore, it the explant date will be used.